Event description:
Reporter indicated that pt was undergoing exploratory surgery, because pt was having "problems" with vns therapy. During the procedure the lead was accidentally cut by the surgeon. Additionally, one of the electrodes was found to be off of the nerve. During the same procedure, the pt's lead and generator were replaced, and the explanted products were returned to MFR for analysis. To date that analysis is not yet complete. Good faith attempts for further info are currently being made.